Event description:
It was reported that review of the egm revealed oversensing noise on the right ventricular channel. The lead continued to exhibit episodes of oversensing noise for the last couple of months. Patient is asymptomatic. Auto mode switch episodes were detected. The patient received inappropriate antitachycardia pacing therapy. The device was charging to deliver a shock during a fast return to sinus. The lead was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).